Event description:
Hcp states patient had a synchromed pump replacement done in 2002 due to battery depletion. 2 days later developed severe withdrawal symptoms of tachycardia, diaphoresis, confusion, and nausea. Patient did not receive a priming bolus of medication at implant as required when a pump is implanted. Symptoms began when patient was receiving nacl from the pump tubing that should have been replaced with medication. Patient was treated with IV dilaudid, catapres and fentanyl. Patient was not admitted to the hospital but patient's spouse, a physician, was given IV dilaudid for use at home if symptoms returned. Appropriate pump bolus was calculated and given to facilitate administration of medication. Patient felt much better after treatment. Much like they had a severe hangover. The next day pt was fine.